Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing noted on the right atrial (ra) and right ventricular (rv) leads. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.